Manufacturer narrative:
Device not available.

Event description:
The user facility reported that the device had a hair in a sterile t7 hood. It contaminated the entire room. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.